Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI:(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection shows debris in the sterile cavity. Device history record was reviewed and no discrepancies relevant to the reported event were found. The root cause of the reported event is the operator not following instructions during the manufacturing process. Corrective action is being conducted to prevent further occurrence. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an incoming inspection, a team member found black debris in a sterile packaged product. There was no patient harm as the malfunction was found in the warehouse and had no patient involvement.